Event description:
During a coronary drug eluting stenting treatment procedure, a balloon perforation occurred and a possible dissection occurred. The physician placed the taxus express2 3.0x12mm drug eluting stent in the moderately tortuous and severely calcified rca without any difficulty. The physician then attempted to place a taxus express2 3.5x12mm drug eluting stent distally, but it was very difficult. The stent did get positioned distaly, but when they pulled negative, there was blood in the indeflator. The stent delivery system (sds) was removed. After the sds was removed, the physician noticed there was a dissection in the vessel. It was reported "they believe that it was there prior to the procedure." It is unclear why they thought the dissection was present prior to the procedure. It was decided that the pt required surgery to treat the rest of the vessel. The pt declined surgery and is being treated medically. The pt is reported to be doing "fine". No further complications were reported. Additional information has been requested and is unavailable.